Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning. It was additionally noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a data recording problem. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the impedance warning was for unipolar and the lead is configured to bipolar.